Manufacturer narrative:
4/3/1998-supplemental report #1 submitted to FDA. The report condition has been confiremed; however, the exact cause could not be reliably determined.

Event description:
The device was not clinically used, the suture broke out of package.